Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer failed its overtemperature test. No report of patient involvement.

Manufacturer narrative:
H6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be the setting of the over temperature calibration potentiometer on the printed circuit board (pcb) board was out of range. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.